Event description:
It was reported that the customer's sleep schedule did not activate when expected to. Customer experienced a blood glucose (bg) level that was displayed as ¿low¿; however, a specific value was not provided. Reportedly, customer "didn't specify whether they consumed glucose tablets or consumed carbs to address low bg." Tandem technical support (cts) performed a system check to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was due to sleep setting being incorrect in pump. The customer acknowledged and understood the issue and corrected sleep settings.